Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized the same day as diagnosis. On an unreported date, the patient began treatment with intraperitoneal injection of fortum 1 gram in each bag (duration not reported) for peritonitis. At the time of this report the patient outcome was unknown. Action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.